Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least fifteen applications were performed with a balloon catheter on the date of the event with no system issue. The achieve mapping catheter was not returned, thus, the reported broken shaft and shaft kink issue could not be investigated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter wire was bent. It was noted that the connection between the handle of the gray color and the wire was broken, with the inner conductor being exposed. The mapping catheter was replaced with resolve. Additional information received indicated that the connecting part between the steel shaft and the grey connector of the mapping catheter was bent, and the wirings were exposed.